Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular lead had high and unstable threshold and high pacing impedance. The high voltage portions were capped due to a device downgrade from implantable cardioverter defibrillator (ICD) to cardiac resynchronization therapy pacemaker (crt-p) and the pace/sense portion remains in use with the newly-implanted crt-p. It was also reported that the dislodged left ventricular (lv) lead, which was capturing the atrium, was attached to the lv port of the newly-implanted crt-p and an atrial-only pacing mode programmed.

Manufacturer narrative:
Concomitant medical products : 4194-78 lead, implanted (B)(6) 2009. 5076-45 lead, implanted (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of the leads "became detached" and was "turned off" and another lead was fractured and triggered an alert. The patient also reported the defibrillator was "turned off" and questioned if the device was faulty and causing lead issues. Follow-up with the physician's office clarified that the left ventricular lead was dislodged and was programmed off because repositioning it was not necessary at this time. It was also clarified that the right ventricular (rv) lead was fractured and detections were programmed off. The patient, patient family members, and the physician are consulting on next steps and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead also exhibited oversensing. The lv would only capture in the lv ring to rv ring vector. Other vectors had no capture at maximum output. Both the lv lead and rv lead were capped. The rv lead was replaced with a pacing lead. The lv lead was not replaced as the patient was downgraded to an implantable pulse generator (ipg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.